Event description:
The customer reported via phone call that the insulin pump did not deliver insulin. Customer's blood glucose was 219 mg/dl. The customer stated a no delivery alarm occurred. Customer reported the no delivery alarm occurred during a bolus. It was also found the customer was unable to exit from the rewind screen. The customer was advised to remove their reservoir and rewind the insulin pump again. The customer was able to successfully prime the insulin pump at the end of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.